Event description:
Caller reported a malfunction on the pump, identified with a malfunction code malf 4 and fault ID 0x20c9. There was no reported adverse impact on the customer's blood glucose level. Technical support (cts) decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.